Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their top tooth is shorter than the other teeth. Patient provided photos that show tipping/intrusion of #10. Advised patient to do a 14 day rest period.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.